Manufacturer narrative:
The prolactin reagent lot number is 899360. The t4 reagent lot number is 877959. The expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable test results for 4 patient samples on a cobas e 801 analytical unit. The affected assays are prolactin and t4. Sample 1: on (B)(6) 2026, the initial prolactin result was 2.96 ng/ml. On (B)(6) 2026, the repeated prolactin result was 4.49 ng/ml. Sample 2: on (B)(6) 2026, the initial prolactin result was 37.80 ng/ml, and the initial t4 result was 3.95 ug/dl. (4.0) on (B)(6) 2026, the repeated prolactin result was 62.30 ng/ml, and the repeated t4 result was 6.08 ug/dl. (6.1) sample 3: the initial prolactin result was 67.20 ng/ml, and the repeated result was 95 ng/ml. The date was not provided for this sample. Sample 4: the initial prolactin result was 37.70 ng/ml, and the repeated result was 55 ng/ml. The date was not provided for this sample.